Event description:
It was reported that the patient presented in the hospital post implant procedure. Upon device interrogation, the patients left bundle branch area pacing (lbap) lead exhibited loss of capture. The lbap lead was explanted and replaced. The patient was in stable condition.